Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Additionally, it was reported that the customer experienced a high blood glucose. The customer's blood glucose was 395 mg/dl due to not changing the supplies and running out of insulin. The customer changed out the supplies and delivered a bolus with the pump to address blood glucose.